Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device showed a data recording problem (invalid data).

Event description:
It was reported that there was a message that displayed saying that episode data was invalid when selecting the episode. Review of this issue indicates, it is related to biventricular pacing when the egm recording starts. Device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed a data recording problem (invalid data).